Manufacturer narrative:
One device was returned for repair. There were no prior services to the device. Event log was reviewed the alarm cassette not attached was found many times. Visual inspection found that the battery door and the latch lock were damaged. The pump was disassembled, and it was found that the latch lock was stuck. The latch lock was replaced, pump was calibrated, and software was updated. The device passed all functional tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed, "cassette not attached" error. This occurred during testing, and there was no patient involvement.